Manufacturer narrative:
A review of the manufacturing documentation of the explanted lead found no anomalies and deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the pt had a lead revision due to high impedances. During the revision, the physician replaced the pt's lead. The pt is reportedly doing well following the procedure.